Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 2.8 mmol/l. Cause was not known. Customer relied on the pump for treatment. Recommendation was made to consult with a healthcare provider regarding diabetes management.